Event description:
I was told by alere that their inr home testing strips were recording abnormal elevations. I am really not sure why the MFR required / requested me to file this form. My best understanding is that there was a product recall, home tests strips were reading abnormally high. I did not suffer any ill effects. I did receive new strips and threw the old ones away. Home testing inr several test strips used from "aledged" products. Dates of use: 2 months. Diagnosis or reason for use: anticoagulation (warfarin) therapy. Is the product compounded? No; is the product over-the-counter? No.